Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The instructions for use were reviewed and found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said that urinary tract infections may have increased due to purewick use. Patient will talk with doctor. It's unclear if lot number was requested. Used with female wicks. No additional information provided. It was unknown what medical intervention provided for urinary tract infection.

Event description:
It was reported that the patient said that urinary tract infections may have increased due to purewick use. Patient will talk with doctor. It's unclear if lot number was requested. Used with female wicks. No additional information provided. It was unknown what medical intervention provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.